Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm, and visible condensation was seen in the helium tubing from the iabp unit to the patient. Condensation was also observed in the compressor vacuum tubing. No patient harm or adverse event was reported. This report is for the first of two events that the customer reported and is related to the event reported under mfg report number 2249723-2019-00543.